Event description:
The customer reported to olympus device gave a light source error (e104). Upon inspection and testing of the customer returned device, the front panel flashed since motor on the turret fell off. This report is being submitted for the malfunction found during evaluation. Device was a loaner from olympus, there was no patient or procedure involved.

Manufacturer narrative:
Address: (B)(6). The evaluation did not confirm the reported error code. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the phenomenon ¿front panel blinking¿ was caused by a detached motor. A relevant description on otv-s400 is in the instruction manual. Following this could prevent the phenomenon to occur. ¿code: e104: error message: turret error. Possible cause: the light source has broken down. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿ olympus will continue to monitor field performance for this device.